Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 03/31/2017, mfg. Date: 03/31/2016: (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 03/31/2017, mfg. Date: 03/31/2016: (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 05/31/2016, mfg. Date: 05/31/2015: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
T was reported that the battery was charged and connected to the controller. Soon, the battery indicator on controller went blank and had a "beep" sound. The battery capacity was greater than 25% and had already switched to the other battery. The event was reported to have occurred with both ports on the controller but more on the left port. This happened several times. The batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One controller (B)(4), one controller ac adapter (B)(4) and three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Additional devices for this complaint: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.